Event description:
Reportedly, the pump overinfused nacl in biomed check-in. It was not used on a patient. Requested 50cc in 1/2 hour, but infused 100cc in 1/2 hour.

Manufacturer narrative:
Device evaluation results: the reported overinfusion could not be duplicated. The pump delivered within specifications when tested by qa and service. Service standard product inspection and 24-hour testing revealed no faults or issues with the pump. The pump's operation log was reviewed. It showed two runs in which the pump was set to deliver 50cc at 100cc/hr. Each ran for 30 minutes and delivered 50cc. According to the log the pump delivered as programmed.